Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification was received after loading a cartridge with 120 units of insulin. Insulin was added to the cartridge and insulin delivery was resumed. There was no reported impact to the customer's blood glucose level.